Event description:
The lay reporter contacted lfs alleging that the pt could not test her blood glucose due to a problem with the test strip port on her ultrasmart meter. The reporter claimed that the test strip port was too tight. A medical surveillance specialist (mss) was unable to get in contact with the pt and sent a letter to the pt for the pt to contact mss for further clinical info. Approximately about 1 week ago, on the morning of 2009, the pt was having the alleged issue with the meter. The pt then increased her insulin dosage and approximately 1-2 hrs later, the pt developed symptoms of feeling anxious, shaking and was thirsty. The meter was not a new product (out of box) and the customer care advocate (cca) reviewed the proper technique and issue was not resolved. Meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, why the pt increased her dosage of insulin if she did not know what her blood glucose level was, how long her symptoms lasted and whether she treated herself for those symptoms. The complaint is being reported since the pt was unable to test on her meter and reportedly increased her insulin and 1-2 hrs later developed symptoms suggestive of either hyperglycemia or hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.